Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) hospital (B)(6). - surgeon's name: dr. (B)(6). - date of initial surgery: (B)(6) 2021. - body part to which device was applied: right knee. - surgery description: lengthening. - patient's information: 10-year-old, male, previous health condition: osteosarcoma of the right distal femur, xpand implantation. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: the receive cable was found to be cut when a control x-ray was taken. Revision surgery will be needed. The complaint report form also indicated: - the device failure had adverse effects on patient. - the initial surgery was completed with the device. - an additional surgery is required: date to be defined. - a medical intervention (outpatient clinic) is required: date to be defined. - copy of operative reports is not available. - copy of x-ray images is available. - product is not available for return. - patient's current health condition: unknown. Orthofix ref: (B)(4). Complainant ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical analysis: the involved receiver was not returned to orthofix for analysis, as it is still implanted on patient. In order to perform the failure investigation, orthofix has requested the complainant to provide the following additional information: - serial number of the receiver involved - refence code and serial number of the prosthesis used in combination with the receiver - device returning for the technical analysis - when the failure was identified - details about the revision surgery that will be performed - patient current health conditions unfortunately, this information has not made available yet. As soon as further information and/or the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name:(B)(6) hospital (B)(6) . - surgeon's name: dr. (B)(6) . - date of initial surgery: (B)(6) 2021 .- body part to which device was applied: right knee .- surgery description: lengthening. - patient's information: 10-year-old, male, previous health condition: osteosarcoma of the right distal femur, xpand implantation. - problem observed during: into treatment/post-operative - type of problem: device functional problem. - event description: the receive cable was found to be cut when a control x-ray was taken. Revision surgery will be needed. The complaint report form also indicated: - the device failure had adverse effects on patient. - the initial surgery was completed with the device. - an additional surgery is required: date to be defined. - a medical intervention (outpatient clinic) is required: date to be defined. - copy of operative reports is not available. - copy of x-ray images is available. - product is not available for return. - patient's current health condition: unknown. Further information received on 7 december 2023 -reference code and serial number of the tam involved: ref: (B)(4), lot: 21480ke001 -according to our information the patient is normally active according for his age (10 years) -according to our information the patient did not have any accidents -according to the report we received the breakage was identified on(B)(6) .2023. Furthermore, we do not have the exact date of the x-rays but it is estimated that they were taken in summer of (B)(6) 2023 -the revision was planned for (B)(6) 2023. The surgeon was provided with a new receiver and no new implant. -as of yet we do not know if the nail itself also stopped working or if the problem is solely due to the receiver. -patient current health conditions: unknown. Further information received on 8 december 2023 unfortunately, we got the information, that the receiver has been discarded. The explantation took place on (B)(6) . We received the following statement from our partner in (B)(6). "The revision took place as planned. The receiver was broken. The line was torn and it seemed like a surgical error. It was placed too far and the cord was too tight to begin with. After replacing the receiver the tam started to work again. Unfortunately I don't have the explant since the cause was so obvious." Orthofix ref: (B)(4). Complainant ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical analysis and conclusions: a technical evaluation of the device involved was not possible as the device was discarded. Considering the information provided, it is possible to assume that the receiver was implanted in such a way that the bipolar feedline was under permanent tension. This could have led to breakage of the cable with no possibility of activation of the nail. After replacement of the receiver the implant started to work again. In case the involved receiver is made available, orthofix will finalize the technical analysis on the device. Orthofix continues monitoring the devices on the market.